Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer (biomed tech) from a user facility reported of a discolored and burnt power cord. There was no patient involvement reported. The biomed tech stated he was requested to perform preventative maintenance on the machine and noted the power cord appeared discolored/burnt at the plug, which was replaced. The biomed tech confirmed no smoke or visible flames were reported from the power plug, and the machine functioned as intended prior to the observation. No damage to the machine or receptacle was noted. The biomed tech confirmed the machines were plugged into gcfi outlets (hospital grade outlet) as per recommended power source. The machine was placed back in service without any further issue. The power cord was retained to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the device and component were not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A biomedical engineer (biomed tech) from a user facility reported of a discolored and burnt power cord. There was no patient involvement reported. The biomed tech stated he was requested to perform preventative maintenance on the machine and noted the power cord appeared discolored/burnt at the plug, which was replaced. The biomed tech confirmed no smoke or visible flames were reported from the power plug, and the machine functioned as intended prior to the observation. No damage to the machine or receptacle was noted. The biomed tech confirmed the machines were plugged into gcfi outlets (hospital grade outlet) as per recommended power source. The machine was placed back in service without any further issue. The power cord was retained to be returned for evaluation.